Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device was viewed under magnification. There was no notable damage to the cutting surfaces. There were no obvious signs of metal fatigue such as pitting or heavy scouring marks. There were light scouring marks present on the inside of the outer subassembly, but no corresponding marks were noted on the inner subassembly indicating that the marks were not caused during the event. During a spin/drop test, the inner shaver slid easily into the outer shaft, but there was some metal to metal contact when the inner shaver was rotated on its axis. The device connected to the generator with no issues. When the device was run, the outer subassembly vibrated along its entire length at high speed. It was noted that the lettering on the rear of the outer subassembly was blurred by the motion. The device also made noise associated with the vibration which may have been metal rubbing against metal, but no shavings were produced during the test nor noted on the device after being run on the generator. The device was re-examined for cracks in the hub, and none were seen. The device alignment was further inspected and was found to be outside the acceptable range. No lot number was provided so the device history record could not be reviewed for discrepancies. The instructions for use state "excessive pressure may cause cutters, shavers, or burrs to bend or brak..."

Event description:
It was reported that during an arthroscopy left knee menisectomy when using the device after five seconds there were metal shavings "everywhere," noise and vibration. Using on tissue and shavings from the device were visualized. A second device was used with the same results. The shavings were cleaned out and removed believed to be by irrigation. There was no patient injury. See related MFR report #(B)(4).